Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height enhancer auxiliary drawer 3.1 had required maintenance error. The field service engineer (fse) opened the back panel and found that the spring responsible for the inseparable open/close function was completely broken. The drawer was removed, the spring was replaced, and the drawer was reinstalled. After rebooting the machine, the customer completed an inventory count on the same hh drawer and verified that it opened and closed successfully with no further issues, resolving the problem. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.1 failed. Customer stated that there had also been a cubie recovery issue. However, there were no delays or adverse events or injuries reported based on this event.